Manufacturer narrative:
An event regarding alleged pseudo tumor, metallosis, elevated cobalt and chromium levels, diminished gait, decreased range of motion and pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The subject device has been identified to be within scope of a nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient "developed a large pseudo tumor about her right hip joint, has suffered from metallosis, has sustained permanent damage to her superior gluteal nerve, has sustained permanent partial paralysis of her gluteus medius muscle, and has suffered multiple hip complications and injuries including but not limited to elevated cobalt and chromium levels, diminished gait, decreased range of motion, restricted walking/standing due to partial paralysis and worsening pain."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient "developed a large pseudo tumor about her right hip joint, has suffered from metallosis, has sustained permanent damage to her superior gluteal nerve, has sustained permanent partial paralysis of her gluteus medius muscle, and has suffered multiple hip complications and injuries including but not limited to elevated cobalt and chromium levels, diminished gait, decreased range of motion, restricted walking/standing due to partial paralysis and worsening pain."